Manufacturer narrative:
Date of submission 11/15/2017 the device has been returned and evaluated by product analysis on 10/31/2017 with the following findings: during investigation, the pump powered up with the returned battery cap to auditory and vibratory alarms and a blank display. The battery cap measured within specifications. The battery cap was able to fully tighten to the pump. A no power event was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked in the thread ara and below the grip pad. Additionally, moisture and a leak were found in the battery compartment. Additional moisture was found internally. The blank display was due to the internal moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.